Event description:
I had gemcitabine 2gm vial that I had put bd phaseal protector p50 on the vial and had added the diluent. Once that was done I took a bd 60cc syringe and added a bd phaseal injector n35 inverted the vial and the syringe was below the vial as I started to pull the medication into the syringe, I noticed the leakage behind the fin of the stopper. No adverse event to the pt and this leakage was not below the 2 rib of the stopper.